Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the graft was jammed with the 2:1 ratio cutter. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4) , for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was march 29, 2016 where it was reported that the device needed maintenance and repair and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed that the pre-test could not be performed as the comb was damaged. The visual inspection revealed that there was damage to the gear and roller. The ratchet handle was not returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the side plates, bushings, roller, comb, comb springs and roller gear. The 2:1 ratio cutter, serial number (B)(4) , failed to produce a complete cut and was deemed non-repairable. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection there was damage to the comb, gear and the roller which could all cause the graft to jam with the cutter. The root cause of the graft jamming with the 2:1 cutter was due to the damaged comb, gear and roller. The issue was resolved with the replaced the side plates, bushings, roller, comb, comb springs and roller gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number 01641, was repaired, tested and returned to the customer.

Event description:
It was reported that the graft was jammed with 2:1 cutter. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was damaged.